Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and a motor position encoder error. The customer stated that the insulin pump was possibly exposed to high magnetic fields. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify e70 motor piston alarm due to motor error alarms. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from reservoir tube window corners and cracked reservoir tube window. The test infusion set and reservoir does lock into place.